Event description:
At the end of procedure, staff noticed burn marks on edge of return pad. Pt founds to have burns under pads on left lateral thigh. Treated burns with silvadene cream. Biomed checked equipment, found to be functioning properly.